Event description:
It was reported that the ventilator was not delivering return volumes while connected to a patient. It is unknown if the ventilator alarmed when the reported problem occurred. No patient harm reported. The customer was unable to duplicate the reported problem when testing the ventilator.